Manufacturer narrative:
H10: due to the lack of additional information, the alleged device malfunction could not be confirmed. Details regarding the repair and the final disposition of the device are unknown because the customer refused service and repair, and declined to provide additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer reporting a blower malfunction on the v60 ventilator. The device was not in clinical use. There was no report of harm. Investigation is ongoing.